Manufacturer narrative:
The device was received for evaluation. During evaluation, it was observed that the "ok" key and the number 2, 5, and 8 keys on the keypad were not functioning. The cause was a failing keypad, which requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the "ok" key and the number 2, 5, and 8 keys on the keypad were found not functioning. No additional information is available.